Manufacturer narrative:
The device was not received for evaluation, however a picture was received. The visual inspection of the provided photo shows the product after treatment (partial residual blood is still seen in the fibers). On the photo only the product label was visible. The reported failure was not visible. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leakage was observed within ten minutes of starting treatment with a polyflux 14l dialyzer. There was patient involvement however no patient injury or medical intervention associated with this event. No additional information is available.